Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/18/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the unresponsive down arrow and ok keypad buttons was not able to be duplicated; all keypad buttons responded appropriately. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and there were no visible signs of damage or contamination to the keypad flex or connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the down arrow and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).